Event description:
Customer reported a failed display on the spectrum monitor, which may have resulted in a loss of primary monitoring. No pt injury was reported.

Manufacturer narrative:
Mindray service reps replaced the monitors main board. Performed all functional and safety checks.